Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an anterior cervical fusion at c5-6. The patient states that after the original surgery the patient noticed swelling related to movement, but before the patient 's surgeon could research the problem, the patient was in an accident and needed a revision. Following the accident the patient underwent revision surgery and was reinstrumented with a plate and screws at c5-6 and c6-7.